Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2016 explanted: product type lead product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2016 explanted: product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via the manufacturing representative (rep) reporting that the patient had suboptimal pain relief despite reprogramming the device. It was reported that there were no environment/external factors that led to the issue. It was reported that the device was interrogated, impedances were checked and reprogramming was done etc. It was stated that on 2017(B)(6), the physician elected to replace the ins in effort to improve the pain relief with the stimulator system. It was reported that it was unknown if the replacement resolved their issue, but that the rep would follow-up with more information. It was reported that the event occurred in (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2016 explanted: product type lead product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2016 explanted: product type lead. Correction: not all new information was added in the previous. Was updated to include all new information. Correction was made: correct date is (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2017-08-07, from the manufacturing representative (rep) reporting that they had not seen the patient since their revision, but indicated that they had their revision with other reps, so they could have more information. However, what they knew was that the patient's leads had been placed right where the trial leads were. The patient reported not getting as much relief, so the physician decided to do a lead revision and the rep had not seen the patient since. Additional information was then received on (B)(6) 2017 from the patient and a different manufacturing representative (rep) reporting that the patient had suboptimal pain relief despite reprogramming the device. It was reported that there were no environment/external factors that led to the issue. It was reported that the device was interrogated, impedances were checked, x-rays were taken and reprogramming was done etc. It was stated that on (B)(6) 2017, the physician elected to replace the ins in effort to improve the pain relief with the stimulator system. It was reported that it was unknown if the replacement resolved their issue, but that the rep would follow-up with more information. It was reported that the event occurred in (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial (B)(4), implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep) on 2017-08-11. The rep reported that the cause of the lead being abandoned in the patient was that the healthcare provider (hcp) didn¿t want to dislodge the other implanted leads. The abandoned lead was not removed. The rep reported that it was unknown at this point whether improved pain relief had been achieved. The rep reported that the device was discarded per the explanting hcp¿s request. Additional information was received from another rep on 2017-08-12. The rep reported as far as the abandoned lead, the first revision was done to stimulate the original trial with lead placed midline instead of one on the left and one on the right. When a new lead was implanted midline at the revision, the hcp decided there was no need to remove the third lead that wouldn¿t be used. No further complications were reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type lead.

Event description:
The manufacturer representative reported that the patient wasn¿t getting pain relief that was equivalent to the trial. On (B)(6) 2017 a third lead was added to try to replicate the trial and the left lead remained implanted but disconnected from the battery. The patient continued to not get good pain relief and the healthcare professional was planning to replace the battery and might remove the abandoned lead. The indication for use was spinal pain.